Event description:
Reporter indicated that vns pt was explanted due to staph infection at both the pulse generator/pocket and bioplar lead/cervical areas. The infection was treated with antibiotics and explant of both the pulse generator and bipolar lead (including electrodes) and has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Preoperative antibiotics were not prescribed as recommended in device labeling; however, both intraoperative and postoperative antibiotics were utilized. The pt had previously undergone explant due to staph infection (reference medwatch report 1644487-2003-00601). Investigation to date has been unable to determine the cause of the reported event.